Event description:
It was reported that the stylus for the programmer was not lining up and did not respond. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 2067, radiofrequency programmer head; product ID: 229047, software analyzer. (B)(4).